Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibits premature battery depletion. Battery depletion and sleep current rates of the device were exceeding the expected ranges. The patient¿s profile indicated that battery depletion rate change occurred sometime after the implant procedure. Troubleshooting to specific component level was impossible since both analog/digital ics are covered in the epoxy resin top. The source of the device damage was unknown.

Event description:
A report was received that the patient was having to charge the ipg frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and is reportedly doing well

Event description:
A report was received that the patient was having to charge the ipg frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and is reportedly doing well